Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that an error code was seen by the patient. It was reported that the patient saw an elective replacement indicator (eri) message, but the healthcare professional stated the battery was fine. It was reported that the ins was interrogated with a clinician programmer and confirmed no eri. It was noted that the healthcare professional thought it might have been a power-on-reset message. No patient symptoms were reported.